Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the baxter service manual, perform annual preventative maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread,etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in oct8 2025.it is unknow if the facility performed any other preventative maintenance on this bed. The technician replaced the brakes to resolve the reported event. Based on this information, no further action is required.

Event description:
On 10-feb-2026, a other health care professional contacted technical service to report that versacare frame (product code p3200erent02, serial number (B)(6)), brakes were not set. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.